Manufacturer narrative:
The DHR could not be reviewed because the batch remains unknown, however there are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned device revealed that the guidewire was slightly bent on its distal section on its nitinol, ptfe was peeled/scraped off with the torque device collet between 30.0cm to 38.0cm on several places from the proximal end due to torque device had been dragged down the guidewire. During the functioning test, slight friction was felt while advancing the guidewire through the demonstration excelsior sl-10. In addition, the guidewire torque was not smooth while the guidewire was attached to a demonstration torque device checking the one to one torque due to the bent on the guidewire. Because the device direction for use specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to use error. And the cause of the bend could not be definitively determined based on the information available and analysis of the device.

Event description:
During the analysis of the returned device, it was revealed that the ptfe (polytetrafluoroethylene) coating was peeled off. No clinical consequences reported to the patient.